Manufacturer narrative:
(B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Device manufacturer date is not available. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Correction / addition: in initial report, the categories for outcomes attributed to adverse event was answered as ¿other¿ however, with the additional information provided, the category should be ¿required intervention¿. Addition/correction: follow up concluded the corneal burn reported was not accurate as the patient did not experience a corneal burn, however, was presented with edema. The patient condition was of swollen / puffiness. The patient was treated with prednisolone acetate eye drops. In initial report, name of surgeon was not provided. In initial report, health professional was not selected. This follow up has selected ¿yes¿ for health professional. In initial report, occupation was not selected as it should have been physician. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/25/2019. Device returned to manufacturer? Yes. Device evaluation: the fx ellips handpiece serial no. (B)(4) was returned. There were no issues found with the performance of the handpiece. The handpiece passed all aspects of evaluation and testing. The reported issue was not confirmed. Manufacturing record review: the device history record of the phaco handpiece serial # (B)(4) was reviewed. There was no non-conformance record associated with this phaco handpiece serial # (B)(4). Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Manufacturer date: 9/22/2017. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.